Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an insulation breach on the right atrial (ra) lead although it was previously programmed off due to the patient's permanent atrial fibrillation (af). The lead remains in the patient. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.